Event description:
It was reported by the engineer that "after testing for one hour, the screen was black and the pump stopped working. The power indicator was off." He tried to restart the machine, but "he couldn't." He stated the power cord tested normal. He then "opened the face board to measure the inner voltage and found no voltage output from the power supply." The power supply was exchanged and the pump was now working. The engineer deducted that the power supply was defective.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the power supply was returned for evaluation. The received power supply was evaluated and failed immediately. It was confirmed that the power supply failed to power up.